Event description:
It was reported that diaphyseal segment prosthesis was implanted in 2004. Subsequently, prosthesis fractured at the proximal extension and revision procedure was performed in 2007.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot release with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. User facility medwatch report indicates the device is available for eval. Attempts have been made to obtain the device for eval. To date, biomet has not rec'd the explanted device.